Event description:
User received discrepant results for multiple assays. Three patient samples were involved, one example was provided. Initial results: potassium 6.5 mmol/l, calcium 16.0 mg/dl, total protein 10.7 g/dl. A doctor questioned the results, the patient returned for redraw. Results from redraw sample: potassium 5.2 mmol/l, calcium 10.2 mg/dl, total protein 7.4 g/dl. User then repeated original sample and recovered results similar to redraw sample and in the normal range. User could not provide exact results. Patient was not adversely affected. The field service representative determined there was a sampling problem, he replaced probes b and c also changed valves. Performance tests were performed.